Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: promus premier ous mr 38 x 3.00 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal end of the stent lifted and flared. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm x 3.00 mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 38x3.00mm promus premier drug-eluting stent was advanced; however, during procedure, the proximal end of the stent struts were lifted due to scratch with the middle of the lcx when the physcian positioned the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm x 3.00 mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 38x3.00mm promus premier drug-eluting stent was advanced; however, during procedure, the proximal end of the stent struts were lifted due to scratch with the middle of the lcx when the physician positioned the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.